Event description:
(B)(4). I have chronic pain that radiates down my extremities, severe cramping that is now everyday for the last 5+years, gained over (B)(6) within a few months with out changing anything, painful intercourse and pain after, migraines, tooth aches, my hair falls out and I have 0 energy, I just want my life back. I am unable to do the things I was able to do before and it sucks.